Event description:
A customer reported a cartridge alarm 30 with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, and the customer was advised to use a backup insulin pump to ensure continued insulin delivery. A replacement pump with updated software was sent to the customer, who was also provided with training on using the new pump. Instructions were given to put the problematic pump into storage mode and return it to tandem via ups within 10 days, which the customer understood and acknowledged.